Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d274trk, implanted: (B)(6) 2010. (B)(4).

Manufacturer narrative:
Product event summary: the proximal portion of the lead was received measuring 33.5 cm. The distal conductor of the lead developed a fracture due to flexing while in vivo.

Event description:
It was also reported that the right ventricular pace sense lead had oversensing and noise due to a possible lead fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.